Event description:
While monitoring a pt, the device inappropriately displayed a dashed line. Clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.